Manufacturer narrative:
Our investigation is ongoing. Additional information has been requested from the user facility. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had existing dialysis catheter, patient was having an off circuit exchange on aquadex machine when initiating flow on the new machine air was noted in the blue withdraw line. Aquadex stopped, line clamped, reprimed with new circuit. When initiating the second time air was being pulled into the new aquadex circuit. Rn clamped and stopped aquadex and flushed withdraw port and flushed saline and noted saline leaking from blue port.

Manufacturer narrative:
The complained device was not returned for evaluation and no photographs were provided. Multiple requests for clarification and additional information were unsuccessful. The contract manufacturer conducted a review of the manufacture records for the lot number provided. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Without an evaluation of the device and without the clarification and additional information requested a root cause cannot be determined. From the incident description it appears the blue female luer (port) cracked. The female luers are manufactured t0 the iso standard. A common cause of cracked luers is over-tightening of connections. The ergonomically shaped luer provides users with a patent locking design. This assures obtaining a secure mating of the catheter without the need to torque down. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.